Manufacturer narrative:
Additional information was received stating that the bellows did not get stuck during operation. There was not a reportable malfunction. There was no impact on ventilation. H3 other text : additional information was received stating that the bellows did not get stuck during operation. There was not a reportable malfunction. There was no impact on ventilation.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.